Event description:
It was reported that the right ventricle lead exhibited insulation breach on the lead in the header. The right ventricle lead was explanted and replaced. Patient was stable.

Event description:
New information notes that the insulation breach was noted during a surgery.